Manufacturer narrative:
No display anomaly was noted. All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a hard time reading the display on the insulin pump's screen. The customer's blood glucose level was 150 mg/dl. The customer's mother could smell insulin in the reservoir compartment. She was advised to revert to a back up plan. The battery did not last more than a week and she did not receive a weak battery alert. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).